Event description:
Same case as MDR ID 2134265-2014-03799. (B)(4). It was reported that chest pain and cardiac arrest occurred. The patient was to have undergone pci with the use of a rotablator atherectomy device. The procedure was commenced, and the coronary artery was being manipulated. Prior to hooking the rotablator atherectomy device to the patient, it was noted that the device was not working. The patient had chest pain and was unstable. Cardiac surgery was paged and arrived. The patient went into cardiac arrest, and a full code was called. The patient was placed on ECMO and underwent an emergency CABG x3. Shortly thereafter, the patient returned to the operating room re: bleeding patient in csicu in critical condition. A rotawire was also noted to have been used during the procedure.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).